Event description:
It was reported that difficulty encountered while advancing lead. Caller reports physician unscrew the setscrew a slight bit and now the lead will not advanced into the header block. Caller reports no patient injury. Additional information received reports the neurostimulator would be sent back because the screw wouldn't go back in header. They ended up just using another neurostimulator. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, lot# unknown, product type: accessory; product ID 3889-28, lot# va0qdw5, product type: lead; product ID neu_interstim_ins, serial# unknown, product type: implantable neurostimulator. (B)(4). Analysis of neurostimulator (B)(4) reveals non-significant anomaly. The setscrew was backed out too far.